Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with atrial under-sensing resulting in competitive atrial pacing (cap). No changes were reported. There were no patient consequences.